Manufacturer narrative:
The device was returned to the manufacturer service center for evaluation and the reported issue could not be replicated. Testing showed that all video and imaging aspects of the device functioned properly. The device was returned to the user facility.

Event description:
It was reported that the center image went out during a case, and the physician finished the procedure using a different device. According to the report, there was no injury or other adverse health consequence to the patient.